Event description:
It was reported that when using a 14 mm lfn nail, the recon wires missed the nail, with the jig insertion handle fully tightened. Prior to insertion instruments lined up properly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The present device was analyzed for conformance to print specifications. No abnormal findings were identified. A function test was made and the devices did line up as required. No manufacturing product fault could be detected. Evidence shows that heavy pressure applied to the sleeve caused incorrect alignment.